Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead was not stable in the atrium after multiple attempts to position the lead. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event indicated unable to implant. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.